Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a problem with the button in the front. The reported malfunction occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty control panel. Based on the results of the investigation, it is likely the following led to the malfunction: it is probable that the problem with the front button was due to a faulty control panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump had a problem with the button in the front. The reported malfunction occurred during an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.